Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had buttons were harder also motor error alarm. The blood glucose at the time of the incident was unknown. Customer also stated that insulin pump had rejected new batteries also battery life was diminished also random and unexplained no delivery alarms. The device will not be returned for analysis.